Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) /2006 and mesh was implanted. The patient underwent a previous procedure on (B)(6) 2005 and sparc was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on 05/14/2013 due to vaginal mesh exposure and uterine prolapse. No additional information was provided. (B)(4) urinary/bowel problems, undefined recurrence.